Event description:
It was reported that two guidant stents were implanted, at some point later, there was an acute inferior lateral infarction certainly due to acute stent closure, which is being treated with medicines. There was a 50-60% stenosis in the mid lad and subtotal occlusive disease in the cx and rca. It was also documented, if the pt experiences recurring stent closure, they will require CABG in the near future.